Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the hcp had an unusual problem with a routine refill patient with synchromed ii 20ml pump. The patient was due for refill earlier than usual, for logistical reasons. The expected reservoir volume was 16ml and 16ml were aspirated. On refill the hcp was only able to fill to 33ml as if the pump was not emptied. The pump was emptied again and 33ml aspirated to dryness with definitely no further residual. On second refill, again 33ml filled, unable to fill to full volume. No other issues either clinically or on pump interrogation. Pump was changed in 2020 with an eri date of 2027. It was further reported that there were no previous refill problems, no previous programming issues, no apparent trauma or other clinical change, and only resistance being experienced at the 33ml mark on both occasions. The hcp planned to watch and wait, and see how the patient's therapy goes over the next few weeks. No further information was provided.